Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the device did not consistently communicate with the programmer, and the patient connector also had disturbed pins.

Event description:
It was reported that the analyzer originally returned as a loaner subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.